Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported event could be confirmed. The device performed several restarts on the reported date of event. A faulty pcb graphics controller was identified as the cause of the restarts. The faulty pcb must be replaced. During a restart, the evita 4 opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. Once the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation continues with the old parameters. A "mv low" alarm is generated immediately after the ventilation restart and continues until the applied volume is greater than the lower set limit value for the minute volume. The warm starts are repeated as long as the triggering error condition is still present. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed while being used on a patient. No ventilation function was available. Reportedly, the screen of the device was alternately flashing or not displayed. The device was then replaced. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.